Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).

Event description:
It was reported the plaintiff was implanted with a sparc sling on or about (B)(6) 2004 with the intention of treating her for urinary incontinence. Following the implant surgery, the plaintiff had trouble urinating, could not lie down for prolonged periods of time, and suffered excruciating pain in her groin and pelvis. She continues to suffer from chronic and debilitating vagina, back, leg and abdominal pain. She has suffered from recurring infections and could not engage in sexual relations. The plaintiff experienced significant physical, psychological, and emotional pain and suffering, has undergone surgeries and hospitalizations, and sustained permanent and debilitating injuries, as well as continued problems with incontinence. The plaintiff suffers from chronic and debilitating pain, as well as significant psychological stress and depression.